Event description:
Information received from the field notes that after passing through an airport security system, the patient did not feel well and was admitted to a hospital. The device was found to be in voo mode. The device was reprogrammed to ddd mode. Pacemaker syndrome due to inappropriate pacing function was suspected.